Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle after a neurosurgery procedure with a 7f sheath. Reportedly, there was resistance during removal of the prostyle device. The foot was opened and closed again; finally, the device could be removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle after an neurosurgery procedure with a 7f sheath. Reportedly, there was resistance during removal of the prostyle device. The foot was opened and closed again; finally, the device could be removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: reportedly, a cuff miss [suture retrieval issue] was noticed during deployment. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment is due to circumstances of the procedure. The reported difficulty removing the device is likely related to tissue or suture caught in the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 - lot # updated.